Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no impact to the customer's blood glucose level. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appeared to be possibly related to the cartridge. The customer was to change the cartridge.